Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) shock impedance measurements. Additional information provided this ICD system also exhibited noise and low amplitude measurements on the rv. Subsequently the rv lead was explanted. Another lead was implanted to complete this procedure. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.